Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Visual inspection noted no obvious defects. Evaluation found no blockage as the reported event. Able to inflate and deflate the catheter without difficulty. Introduce water to the drainage eye and water successful drain out through the drainage funnel. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿1) on catheter, do not use ointments or lubricants having petrolatum. They will damage latex and may cause the balloon to burst. 2) do not aspirate urine through drainage funnel wall. 3) store catheters at room temperature away from direct exposure to light, preferably in the original box. 4) this product contains natural rubber latex which may cause allergic reaction. 5) visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the catheter was plugged. As a result, the catheter allegedly did not drain urine. No medical intervention was required. The catheter was in use for 8 days before it became plugged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was plugged and, as a result, the catheter allegedly did not drain urine. No medical intervention was required. The catheter was in use for 8 days before it became plugged.